Event description:
Boston scientific received information that a longevity estimate was requested for this implantable cardioverter defibrillator (ICD). Boston scientific technical services (ts) discussed the longevity estimate for the device. The shortened replacement window (4/05/2007) advisory was also questioned. Ts discussed that at 27 months of implant, the battery voltage was 3.02v, thus the device did not appear to be exhibiting the advisory behavior. The charge time (CT) was also questioned, and ts discussed the extended CT for this device. The device was later explanted for normal battery depletion (nbd) and returned for analysis. Initial analysis completed in our post market quality assurance laboratory determined this product did not meet longevity expectations. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to a compromised low-voltage capacitor, which resulted in a high current condition. In spite of this compromised capacitor, testing confirmed that the device had normal pacing, sensing, and defibrillation therapy functions.